Event description:
Braces need to have a recall. There must be incredible oversight and reform an how these procedures follow with regards too cosmetic braces. First, there are many risks. There are decalcification risks. It is very difficult to brush teeth when there is metal bands on your teeth. The teeth will tend to want to shift back. To and bottom teeth will not hit. If a person suffers shock alike an uppercut, or falls down hard, the teeth will hit. The teeth will literally chip with no problems. Moving the teeth after the bi-plate is needless. Cramming the teeth closer into each other is needles. It is harder to fit dental floss into the gaps of these teeth. Popcorn kernels which would normally flow away with water now are stuck in between teeth and can causes cavities and must have dental floss to take them out. So called "gummy smiles" are not correct. The human mouth was never designed to have gums exposed. The bi plate extrudes the front teeth out. There is no need for a teeth straitening service where the entire front part of mouth is now a straight line. The mouth was never designed for this. Teeth are now easily hurt in the event of a blunt object hitting the moustache areas versus when they were more recessed and tucked in. The two front teeth will have a gap that now widens. There is no reason anyone should have to wear retainers for the rest of their life. This shows the teeth will want to adjust back. It exposes this is a failed science. Teeth can become a bit loose after braces. There must be a method that the teeth are tightened before this procedure is done. It is not "treatment" as you are not being treated for any disease. Invisalign is better than braces in that there are no metal bands. However there are issues. It needs oxygen. Oxygen deprivation can cause cavities. Spaces between teeth can become weak and become cavity prone or become cavities. Shimming/shading of teeth is not possible and there is no reason to do this procedure unless there is a dire emergency. The glossy edge of the tooth is now porous.